Event description:
It was reported that the patient with this inflatable penile prosthesis complained he could feel tubing from implant to reservoir and was uncomfortable. The device was removed and replaced. No further patient complications were reported.